Manufacturer narrative:
The investigation for the access site bleed has been completed. The impella as not returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The ptt values were also in therapeutic range during the time of bleed and the hemostasis was achieved by manual pressure. Hence, the root cause is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that after impella cp was inserted, access site bleeding was noted. The physician controlled the bleeding with angle matching, tightening of perclose sutures, and forward tension sutures. The access site bled through three pressure dressings overnight. Small sandbag was applied. Anticoagulation held for 4 hours and now hemostatic.